Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the battery drawer, ring cover, and two side bail covers were broken. The upper and lower cases, battery release, and lead flex cover were contaminated, and the ring was found to be bent.

Event description:
The epg (external pulse generator) was returned to the manufacturer for repair. It was noted the condition was found during biomedical engineer testing. There was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.